Event description:
On (B)(6) 2010, the pt reported that for the past month the adhesive on his insulin infusion headset is not properly sticking to his body. He stated the infusion headsets peel up within 3-4 hours of inserting this headset. He normally inserts his headset after he showers, dries off and uses skin prep. He discarded the infusion sets at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.